Event description:
It was reported that this left bundle pacing (lbp) lead was explanted due to infection. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).